Event description:
It was reported that the patient received inappropriate shocks due to oversensing of the lead. It was further reported that the lead had high impedance.the lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of the lead. The lead has been capped and replaced. No patient complications have been reported as a result of this event.